Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was outside of clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the systems did not boot up successfully and gets stuck at 0:00. The fse identified that there was issue with flexvision pc. The fse replaced the flexvision pc, downloaded the software and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.